Event description:
The generator and lead were received for analysis. Product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
B3. Corrected data, supplemental report #1: event date should have been updated to (B)(6) 2021 also initial date of awareness (g3) for the initial report should have been (B)(6) 2021

Event description:
Tablet data was obtained. Data from the generator is available from (B)(6) 2021, the day of attempted implant. There is one interrogation event, two programming events, and then 8 more interrogation events. There was no diagnostic data present, indicating that system diagnostics were not performed. It was noted that this was the only tablet used during the surgery therefore confirming that diagnostics were never performed during the attempted implant. Lead analysis was completed. The reported ¿high impedance¿ allegation was not verified. Six sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Other than the conditions that exist post manipulation of the lead, no anomalies were identified in the returned lead assembly. Based on this information, the cause of the high impedance error was because system diagnostics were never performed so the impedance value from before implant was still present. It is expected that high impedance occurs before implant when the device is not connected to a lead. There is no indication of device failure. No further relevant information has been received to date.

Event description:
It was reported that the lead and generator showed high impedance during attempted implant, therefore a different device was implanted. It was noted that troubleshooting had been attempted such as re-inserting the pin and using the test resistor. The company representative noted that there did not appear to be any issues with the products, he believes they were doing the diagnostic testing incorrectly. Once the testing was done correctly on the back-up products, impedance was normal, however normal impedance was never confirmed on the initial products. The device history records of the lead and generator were reviewed. The lead and generator passed final quality and functional specifications prior to release. The unused products have not been received for analysis to date. No other relevant information has been received to date.